Event description:
The string broke off, ended up having to go to the emergency room to have it removed [foreign body in reproductive tract] the string broke off- tampon [device breakage] case narrative: consumer's relative reported that the tampon string broke when daughter removed. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string broke off ended up having to go to the emergency room to have it removed [foreign body in reproductive tract]. The string broke off- tampon [device breakage]. Case narrative: consumer's relative reported that the tampon string broke when daughter removed. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string broke off... Ended up having to go to the emergency room to have it removed [foreign body in reproductive tract] . The string broke off- tampon [device breakage]. Case narrative: consumer's relative reported that the tampon string broke when daughter removed. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.